Event description:
Follow up information received from the patient reported that they had contacted their managing physician about the loss of stimulation and the inability issues. They had an appointment with them on (B)(6) 2016. As a step to resolve the issues, their implantable neurostimulator (ins) had to be rebooted before they could charge it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported poor communication with the patient programmer. The patient was unable to communicate with the recharger and last felt stimulation about 3 days ago. The last recharging session was last week. The patient normally charged once a week. The patient did not have any falls or trauma and only had an x-ray in (B)(6) . The device was indicated for non-malignant pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.